Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. This is two of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03046 (MDR# (B)(4)). The valve was not returned for evaluation, as it remains implanted in the patient. A review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use training (IFU) for japan, preparation and procedural training manuals were reviewed. The instructions for thv deployment mention to check to ensure: thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment. Unlock inflation device. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow, controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 second for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Post-deployment thv assessment: assess the thv post-deployment using fluoroscopy. Withdraw the delivery system from the valve before assessing. Perform post angiogram with wire still in lv to assess. Thv position and complete expansion. Patency of coronary arteries. Functional assessment of valve (ar, pvl, etc.). Annular and aortic integrity. Note: stiff wire tends to exacerbate central ar. Assess the thv post-deployment using tee in multiple places: long axis, check for severity of ar, check thv position relative to coronary arteries, short axis, check central vs. Paravalvular regurgitation. Assessing aortic regurgitation: management: wide pulse pressure (with lower diastolic pressure than baseline) may indicate severe ar. Tee should be used for assessing prosthetic valve function and aortic regurgitation (central or paravalvular). Central ar: secondary to wire, frozen thv leaflet/native leaflet overhang, managing post-dilation if necessary, post dilate with the same balloon. Managing post-dilation: note: if regurgitation is central rather than paravalvular, do not post-dilate. There were no IFU, training deficiencies identified. The risk of thv coaptation and position with respect to native annulus and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to deploy thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with thv coaptation and position with respect to native annulus. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The complaints for "valve deployment and position -leaflet motion restricted-in patient - unknown" and "valve deployment and position - deployed valve exhibits regurgitation - unknown" were unable to be confirmed as relevant imagery were not provided for evaluation. A review of the device history record (DHR) review, and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. No manufacturing non-conformances were identified during the evaluation. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor pra is required. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. "Valve deployment and position - deployed valve exhibits regurgitation --unknown": as reported, "a 23 mm sapien 3 valve was deployed in the aortic annulus with 2.0 ml less than nominal volume under rapid ventricular pacing (rvp), and post-dilation was performed with nominal volume in 2 steps. Severe aortic regurgitation was observed. It was unable to judge whether central leak or paravalvular leakage (pvl)". In this case, the regurgitation was observed after post-dilation as reported. Per procedural training manual, post-dilation is beneficial for reducing paravalvular leak, however, central ar is a risk associated with post-dilation. As such, the available information suggests procedural factors (post-dilation) may have contributed to the complaint. However, a definitive root cause was unable to be determined at this time. "Valve deployment and position - leaflet motion restricted-in patient -unknown. There are several patient and procedural factors that can result in leaflet motion restriction. These factors include too ventricular deployment of the valve in combination with native leaflet overhang, leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. Per the complaint description, 80/20 (aortic/ ventricular) valve position was achieved, therefore the potential root cause related to valve position can be eliminated. Per the complaint description, after deployment with 2ml less than nominal volume, the valve was post-dilated. Post-dilation of the valve may impact proper leaflet functionality as it may result in under or over expansion of the valve. In this case, the exact cause of the hypotension/low blood pressure is unknown. The available information suggests procedural factors (post-dilation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. There was no edwards defect identified to have contributed to the complaint events; no corrective or preventative actions are required.

Manufacturer narrative:
This is two of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-xxxxx. (MDR# 2021-07659-02). Investigation is ongoing.

Event description:
Post deployment of a 23mm sapien 3 valve in the aortic annulus, hypotension and severe aortic regurgitation was observed. Since the transesophageal echocardiography (tee) could not show the aortic valve clearly, it was difficult to determine whether there was a central leak or paravalvular leakage. After removing the delivery system and guide wire, an aortography (aog) showed there was severe aortic regurgitation (ar) that was not resolved it was determined there was a stuck valve (frozen leaflet), and a valve in valve was performed. The second valve was deployed, and the tee showed that the ar had improved. The physician stated that the cause of the stuck valve was suspected that the non-coronary cusp (ncc) side leaflet was not functioning.